Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot# l57984, implanted: (B)(6) 1999, product type: lead. Product ID: 3550-02, lot# n245344, implanted: (B)(6) 2011, product type: accessory. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
The patient reported via the manufacturer representative (rep) during a visit with their healthcare provider (hcp) that a fall occurred a week prior to this report. The patient had fallen in a parking lot on the left hip where the implantable neurostimulator (ins) was. Impedances were checked and noted to be high. Reprogramming was attempted and the patient thought she felt some stimulation but it felt different than before the fall. It was noted that they would not be able to reprogram around the issue. There was a loss of stimulation therapy. This was noted to be sudden. Additional information received from the patient reported that there was a loss of stimulation; the patient had not felt stimulation since (B)(6) 2015. It was then noted that her stimulation was turning on and off by itself since (B)(6) 2015. No falls or trauma were noted to be related to this. The patient stated there was not a fall but it was reviewed that the rep confirmed the patient had reported this in the previously reported information. The patient denied the fall. The change was also noted to be gradual. It was further noted that the patient was seen by their hcp who planned on replacing her battery and possibly the lead. Follow-up was performed to determine if any intervention had taken place to resolve the issue; the reprogramming session was mentioned but no other information was known. Relevant medical history included non-malignant pain and cervical radiculopathy. This event will be updated if additional information is received.